Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Event description:
The customer reported that the insulin pump is delivering more insulin that it supposed to, and he was experiencing low blood glucose for the past three mornings. The caller stated that he filled it up the reservoir and when he checked the units left were 20.54, which it was the same amount the reservoir had it. Troubleshooting was performed, and no damage to the drive support cap noted. No further information was provided.